Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Device has been explanted.

Event description:
Healthcare professional reported "left side: capsular contracture IV" and "the patient reported 1 year of breast pain during the day and with upper limb movements, accompanied by hardening and irregularity in both breasts. The pain has intensified 6 months ago." Healthcare professional later reported "¿capsular contracture, baker grade IV capsular contracture, 1 year of breast pain during the day and with upper limb movements, accompanied by hardening and irregularity in both breasts.¿ and ¿both breasts with folds, collection of free fluid, and thickening of the capsules, which may correspond to rupture of the bilateral intracapsular implant, rupture of the elastometers of the right and left prosthesis, with overflow.¿ the device remains implanted.

Manufacturer narrative:
Continued: e1- phone number: (B)(6). The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV, rupture, seroma-late a review of the device history record has been completed. No deviations or non-conformances noted.